Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our service center in (B)(4) where it was inspected by a trained fisher and paykel healthcare (fph) service technician. Our investigation is based on the information provided by the fph service center and our knowledge of the product. Results: the subject neopuff was tested in accordance with the neopuff technical manual at the fph service center and it was confirmed that the manometer readings were out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should also be noted that the complaint device is more than 11 years old. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in (B)(6) reported that the manometer of the rd900 neopuff infant resuscitator was out of specification. This was discovered during routine service by the customer.